Event description:
It was reported by service report that the fowler clutch was spinning when weight was applied which allowed the fowler to drift. The customer could not determine if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: fowler brake.